Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) shock was appropriate for ventricular fibrillation (vf) arrest and the atrial fibrillation (af) degenerated into vf. It was noted that the patient is currently ventilator dependent with hypoxic respiratory failure and has required intravenous (IV) antiarrhythmic medication. Additionally, the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unresponsive and emergency medical services (ems) performed cardiopulmonary resuscitation (CPR). Ems stated the patient was shocked by the implantable cardioverter defibrillator (ICD). Review of the remote transmission showed that the ICD delivered anti-tachycardia pacing (atp) and shocks for detected ventricular fibrillation (vf) episodes that were possible atrial fibrillation (af) with rapid ventricular response. In addition, the right ventricular (rv) lead displayed oversensing on stored electrograms (egm). The lead and device remain in use. No further patient complications have been reported as a result of this event.